Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. The issue occurred earlier in the day before calling and was resolved by the customer themselves by changing the infusion set and cartridge. The customer successfully resumed insulin.